Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. 623213,664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis c. Concurrent conditions included uterine bleeding. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6)2016 and atorvastatin since (B)(6)2016. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction ; nickel allergy"), vitamin d deficiency ("autoimmune disorder : vitamins d & b"), vitamin b complex deficiency ("autoimmune disorder : vitamins d & b"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problem") and abdominal pain lower ("lower stomach pain severe especially during menstruation") and was found to have weight increased ("weight gain / loss (specify which one)"). The patient was treated with surgery (total abdominal hysterectomy with removal of bilateral fallopian tubes). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia, dysmenorrhoea, migraine, vaginal discharge, weight increased and abdominal pain lower had resolved and the vaginal haemorrhage, allergy to metals, vitamin d deficiency, vitamin b complex deficiency, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, menorrhagia, migraine, tooth disorder, vaginal discharge, vaginal haemorrhage, vitamin b complex deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. . Complete occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : depression and anxiety. Lot number:623213 manufacture date: 2009-03 expiration date: 2012-03. Lot number: 664592 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 623213,664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis c. Concurrent conditions included uterine bleeding. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2016 and atorvastatin since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction ; nickel allergy"), hypovitaminosis ("autoimmune disorder : vitamins d & b"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problem") and abdominal pain lower ("lower stomach pain severe especially during menstruation") and was found to have weight increased ("weight gain / loss (specify which one)"). The patient was treated with surgery (total abdominal hysterectomy with removal of bilateral fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, migraine, vaginal discharge, weight increased and abdominal pain lower had resolved and the vaginal haemorrhage, allergy to metals, hypovitaminosis, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, hypovitaminosis, menorrhagia, migraine, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Complete occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : depression and anxiety. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia); allergic or hypersensitivity reaction, nickel; autoimmune disorder - vitamins d & b; dysmenorrhea; hair loss; migraines/headaches; vaginal discharge; weight gain, dental problem, lower stomach pain severe especially during menstruation were added. Medical device removal was updated with event abnormal bleeding (menorrhagia). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 623213,664592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis c. Concurrent conditions included uterine bleeding. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6)2016 and atorvastatin since (B)(6)2016. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/headaches"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction ; nickel allergy"), vitamin d deficiency ("autoimmune disorder : vitamins d & b"), vitamin b complex deficiency ("autoimmune disorder : vitamins d & b"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problem") and abdominal pain lower ("lower stomach pain severe especially during menstruation") and was found to have weight increased ("weight gain / loss (specify which one)"). The patient was treated with surgery (total abdominal hysterectomy with removal of bilateral fallopian tubes). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia, dysmenorrhoea, migraine, vaginal discharge, weight increased and abdominal pain lower had resolved and the vaginal haemorrhage, allergy to metals, vitamin d deficiency, vitamin b complex deficiency, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, menorrhagia, migraine, tooth disorder, vaginal discharge, vaginal haemorrhage, vitamin b complex deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Complete occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : depression and anxiety. Most recent follow-up information incorporated above includes: on 26-aug-2019: coding correction received. Event : autoimmune disorder : vitamins d & b coding were updated to vitamins d deficiency and vitamin b complex deficiency nos. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent a hysterectomy") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.